Manufacturer narrative:
No product returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported at 2120 a require bolus dose of tpa tissue plasminogen activator (6.5mg / 60ml) was programmed to be given over 1 min by the on call pharmacist however it was reported that the tpa should've been infusing from 2121-2221. At 2221 the device alarmed with a vtbi zero, the rn noticed that there was remaining fluid (amount not specified) in the vial and alerted the ed pharmacists. At 2230, the neurology resident was notified and did not wish to restart the tpa infusion due to patient was not in the ¿window of time frame¿ required to receive additional treatment. The customer stated; ¿when the vial/tubing was hung to gravity, all of the fluid came out. Unfortunately, the amount of drug remaining was the entire infusion (59 mg or 59 ml) and therefore the patient did not receive any of the tpa infusion.¿ the customer indicated that there was no patient harm. The service department for a 3rd party, tested the devices and found no fault.

Event description:
It was reported that a stroke patient missed the entire remaining dose of tpa (tissue plasminogen activator 0.81mg/kg/hr/1mg/1ml) medication in the time allotted to receive the drug in the ed. The patient received an initial bolus dose 6.5 mg by the pharmacist, and was to be followed by a tpa (1mg/1ml) 59ml/hr. Infusion for 1hr. From 2121-2221. At 2221 the user noticed a vtbi of zero; there was 59ml fluid remaining in the vial and the ed pharmacists were alerted. At 2230, the neurology resident was notified and did not wish to restart the remaining tpa infusion due to the patient exceeded the ¿window of time frame¿ of 5 hours required to receive additional treatment. When the remaining fluid in the IV bag was hung to gravity and the fluid emptied from the tubing, it was discovered that the entire infusion (59 ml) remained in the vial/tubing and therefore the patient did not receive any of the remaining tpa infusion after the bolus was initially given as intended. The customer indicated that there was no patient harm however they stated that they were unable to determine at this time whether missing the medication will have a deleterious effect. A third party service department tested the devices and found no fault. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "event also reported as an equipment event: capturing dose omission of tpa in this report for medication event review. A 62 y/0 female presented to the ed as stroke alert red. Pt was deemed candidate for tpa therapy. Tpa was prepared by pharmacy. Bolus dose of 6.5 mg was given over 1 min at 2120 by pharmacist on call. Upon initiation of tpa infusion, pump was programmed by ed pharmacist and double- checked by pharmacist on call for accuracy. There were no alarms wounding throughout the time that tpa should have been infusing (from 2121-2221). At the one hour mark (2221), the pump alarmed and the vtbi read zero; however, the rn noticed there was still a lot of fluid in the vial and alerted the ed pharmacists. The info programmed in the pump was still reviewed and was correct including the amount that should have been infused, infusion rate, and put weight. Pharmacy called neurology resident to let him know there had been a pump malfunction and to ask if the neurology attending wanted the remaining tpa to be infused on a new pump. At this time (-2230), pt was out of the window to receive tpa (at 5 hour mark at this point) and neurology attending did not wish to restart the tpa infusion. The vial was taken down by pharmacy. The vial tubing, and pump were further inspected by two ed pharmacists and myself. (B)(6) has pictures of the pump info entered correctly on her phone and the tagged pump is being kept in the ed pharmacist office for further inspection. To determine how much tpa was infused, the remaining volume was pulled from tubing and vial. When (B)(6) attached a syringe to the tubing, she was unable to pull any fluid from the line even though the vent was open. There were no kinks, and the roller clamp was open. When the vial I tubing were hung to gravity. All of the fluid came out. Unfortunately, the amount of drug remaining was the entire infusion (59mg or 59 ml) and therefore pt did not receive any of the tpa infusion. I have edited the scm note and marked the medication as not given on the mar (of note, pt did receive the bolus dose given at 2120). Presented to (B)(6) on (B)(6) 2019 as a stroke alert for lower extremity weakness. The pt stated that she was last known to be normal arounds 1730 on (B)(6) 2019 when she had the sudden onset of inability to ambulate. FDA safety report ID# (B)(4)."

Manufacturer narrative:
Stroke patient. The customer¿s report of an underinfusion was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of alteplase cva 100kg or less (drugid 23) at a rate of 59ml/hr with a vtbi of 45ml at 9:19 pm on (B)(6) 2019 and completed at 10:07 pm. The volume recorded as being infused during this period was 53.352ml. Although requested, no product was received for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported underinfusion was not identified. Other text : log review only

Event description:
It was reported that a stroke patient missed the entire dose of tpa (tissue plasminogen activator) medication in the time allotted to receive the drug in the ed. A bolus dose of tpa 6.5mg / 60mlwas programmed to be given over 1 min by the pharmacist followed by a one hour infusion from 2121-2221. At 2221 the device alarmed with a vtbi of zero; the nurse noticed there was fluid remaining (amount not specified) in the vial and alerted the ed pharmacists. At 2230, the neurology resident was notified and did not wish to restart the tpa infusion due to the patient was outside the ¿window of time frame¿ of 5 hours required to receive additional treatment. When the remaining fluid was hung to gravity and the fluid emptied from the tubing, it was discovered that the entire infusion (59 ml) remained in the vial/tubing and therefore the patient did not receive any of the tpa infusion intended. The customer indicated that there was no patient harm. A third party service department tested the devices and found no fault.

Manufacturer narrative:
Additional/updated information provided from mw5086079: code added: 3190 - although the customer stated on the medwatch report. Type of reportable event:serious injury , outcomes attributed to adverse: required medical interventions, there was no other information provided on the medwatch report to clarify patient harm and interventions. The disposable set was also listed as a suspect device, however since the set was not returned, a determination whether or not the set contributed to the under infusion could not be made.

Event description:
It was reported that a stroke patient missed the entire remaining dose of tpa (tissue plasminogen activator 0.81mg/kg/hr/1mg/1ml) medication in the time allotted to receive the drug in the ed. The patient received an initial bolus dose 6.5 mg by the pharmacist, and was to be followed by a tpa (1mg/1ml) 59ml/hr. Infusion for 1hr. From 2121-2221. At 2221 the user noticed a vtbi of zero; there was 59ml fluid remaining in the vial and the ed pharmacists were alerted. At 2230, the neurology resident was notified and did not wish to restart the remaining tpa infusion due to the patient exceeded the ¿window of time frame¿ of 5 hours required to receive additional treatment. When the remaining fluid in the IV bag was hung to gravity and the fluid emptied from the tubing, it was discovered that the entire infusion (59 ml) remained in the vial/tubing and therefore the patient did not receive any of the remaining tpa infusion after the bolus was initially given. The customer indicated that there was no patient harm however they stated that they were unable to determine at this time whether missing the medication would have a deleterious effect. A third party service department tested the devices and found no fault. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "event also reported as an equipment event: capturing dose omission of tpa in this report for medication event review. A (B)(6) y/0 female presented to the ed as stroke alert red. Pt was deemed candidate for tpa therapy. Tpa was prepared by pharmacy. Bolus dose of 6.5 mg was given over 1 min at 2120 by pharmacist on call. Upon initiation of tpa infusion, pump was programmed by ed pharmacist and double- checked by pharmacist on call for accuracy. There were no alarms wounding throughout the time that tpa should have been infusing (from 2121-2221). At the one hour mark (2221), the pump alarmed and the vtbi read zero; however, the rn noticed there was still a lot of fluid in the vial and alerted the ed pharmacists. The info programmed in the pump was still reviewed and was correct including the amount that should've been infused, infusion rate, and put weight. Pharmacy called neurology resident to let him know there had been a pump malfunction and to ask if the neurology attending wanted the remaining tpa to be infused on a new pump. At this time (-2230), pt was out of the window to receive tpa (at 5 hour mark at this point) and neurology attending did not wish to restart the tpa infusion. The vial was taken down by pharmacy. The vial tubing, and pump were further inspected by two ed pharmacists and myself. (B)(6) has pictures of the pump info entered correctly on her phone and the tagged pump is being kept in the ed pharmacist office for further inspection. To determine how much tpa was infused, the remaining volume was pulled from tubing and vial. When (B)(6) attached a syringe to the tubing, she was unable to pull any fluid from the line even though the vent was open. There were no kinks, and the roller clamp was open. When the vial I tubing were hung to gravity. All of the fluid came out. Unfortunately, the amount of drug remaining was the entire infusion (59mg or 59 ml) and therefore pt did not receive any of the tpa infusion. I have edited the scm note and marked the medication as not given on the mar (of note, pt did receive the bolus dose given at 2120). Presented to (B)(6) on (B)(6) 2019 as a stroke alert for lower extremity weakness. The pt stated that she was last known to be normal arounds 1730 on (B)(6) 2019 when she had the sudden onset of inability to ambulate. FDA safety report ID# (B)(4)."